Manufacturer narrative:
Not patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - part number: 313.931. Synthes lot number: un37074. Release to warehouse date: 12-aug-2004. Supplier: (B)(4). Material review report was generated during production for slightly oversized dimensions on the tip geometry; devices were dispositioned use as is. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when a tray was being restocked it was noted that the tip of two (2) low profile neuro screwdrivers were broken. While the broken devices were found on (B)(6) 2016, it is unknown on what date the tips of the devices broke. There was no associated case or patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two low profile neuro screwdriver bldslf-retain/cruciform/short/hxc (part 313.931 lot un37074) were received for evaluation. This complaint is confirmed, as both of the returned screwdriver blades were received with cruciform blades sheared off. The screwdrivers have 2 opposing straight blades, and 2 opposing chamfered blades. One of the returned devices has both of its 2 straight blades sheared off at their base and the other has 1 of its 2 straight blades sheared off at its base. The sheared off straight blades were not returned for evaluation. Thickness measurements at the base of the 3 sheared off straight blades were measured and met specifications. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, the returned screwdriver blades are used in the low profile neuro plating system. The relevant drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. It is not likely that the design of the instrument contributed to this complaint. A definitive root cause was unable to be determined. However, the complaint condition was most likely caused by excessive torque applied during screw insertion or extraction resulting in the cruciform blades shearing off. It is not likely that the design of the instrument contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complained devices were discovered on (B)(6) 2016.